Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 470 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance administering a manual insulin injection to address bg level. The customer reverted to an alternate method of insulin therapy. The customer declined further troubleshooting with tandem technical support.